Manufacturer narrative:
Per issue, patient is taking multaq in the past month and started amiodarone in the past month. Patient's current medication and health status may lead to unexpected inr result or testing error. Per general description, customer produced a greater than 7.5 inr. Inratio meter measures inr range from 0.7-7.5 inr. These unexpected results are caused by of the following: a hematocrit that is higher or lower than the validated operating range of the inratio system can cause inaccurate result; lupus or antiphospholipid antibody syndrome (aps) may falsely prolong the inr value; certain prescription drugs and over-the-counter medications that can affect the action of oral anticoagulants and the inr value; liver disease, congestive heart failure, thyroid dysfunction, and other diseases or conditions can affect the action of oral anticoagulants and the inr value; changes in diet, lifestyle, or taking nutritional supplements such as ginkgo biloba can affect the action of oral anticoagulants and the inr value. Inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. Unable to perform retained strip test due to unknown strip lot number. No further investigation is required. Trend analysis is not required at this time - no strip lot information. This issue will be subject to future tracking. Corrective action not required at this time.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio2: >7.5, doctor's inratio2: 6.2. New finger stick and lancet used for each test. Patient has been administered new medication which facility is fully aware of and is currently regulating. Date: (B)(6) 2011, inratio2: >7.5, re-test: >7.5, doctor's inratio2: 6.4, re-test: 6.5. Tests were done within minutes of each other.